Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of "hi" blood glucose results. Expected blood glucose results fasting range from 180 to 200 mg/dl. Customer feels dizzy and observed symptoms of frequent urination. Customer hospitalized the past two days for high blood sugar results. The first night his blood glucose was tested at hosp with result of 317 mg/dl. Last night his blood glucose test result was 317 mg/dl at hosp. Upon release from hosp customer tested blood glucose using trueresult meter and received result of "hi" and "hi." Administered insulin and wil wait to see if blood sugar lowered. Advised to seek medical attention if necessary. Back to back blood test declined due to only having two strips left and just administered insulin. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 01/31/2017 and open vial date not verified. Recall test results performed from meter memory: "hi" fasting; "hi" fasting; 208 mg/dl; 85 mg/dl; 180 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue. (B)(4).

Event description:
Consumer complaint of "hi" blood glucose results. Expected blood glucose results fasting range from 180 to 200 mg/dl. Customer feels dizzy and observed symptoms of frequent urination. Customer hospitalized the past two days for high blood sugar results. The first night his blood glucose was tested at hospital with result of 317 mg/dl. Last night his blood glucose test result was 317 mg/dl at hospital. Upon release from hospital customer tested blood glucose using trueresult meter and received result of "hi" and "hi". Administered insulin and will wait to see if blood sugar lowered. Advised to seek medical attention if necessary. Back to back blood test declined due to only having two strips left and just administering insulin. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 01/31/2017 and open vial date not verified. Recall test results performed from meter memory: "hi" fasting. "Hi" fasting. 208 mg/dl. 85 mg/dl. 180 mg/dl. No adverse event reported.